Manufacturer narrative:
(B)(4). Batch #: u9403g. Investigation summary: the analysis results confirmed that one 5dcs device was received with the end effector nicked. No functional test was performed due to condition of the device. No conclusion could be reached as to why the device was hard to close. The reported complaint was confirmed. It should be noted that 100% inspections take place during the manufacturing to ensure the device meets the require specifications and a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unknown procedure, the jaws of the device had been opened when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.